Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with infection related complaints. System was explanted on (B)(6) 2018 with no complication. Procedure was completed successfully without adverse consequences. No new device system was implanted; the patient will continue to be monitored until infection clears.